Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and options for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement of 126 ohms. The values have been varying from 90-110 ohms. No adverse patient effects were reported.